Event description:
A malfunction alarm identified as malfunction code malf 0 was reported, and no notable events preceded the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Tandem technical support decided to replace the pump, and the customer was informed of the necessary steps for using storage mode and the return process. The customer planned to use multiple daily injections as a backup therapy and acknowledged the instructions provided.